Event description:
Additional information was received from the reporter. The image was blurred because the distal end of the endoscope had a small scratch. It was not known how the scratch occurred. The procedure was completed but the image was not entirely good, which is why the scope was sent in for repair.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter.

Event description:
It was reported by the customer, the image did not display properly while using the ultrasonic gastrovideoscope. No patient harm reported. During the evaluation of the device, it was noted the ultrasound probe unit acoustic lens was pierced/damaged due to physical stress. This report is to capture the reportable malfunction of the pierced/damaged ultrasound probe unit acoustic lens due to physical stress noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The probe unit was dented. The bending section cover was porous. The bending tube and metal braid were deformed. Bending tube angulation wire had play. The connecting tube had buckles. The grip unit broken was broken and leaking. The right/left knob was leaking. The f-knob was cracked. The universal cord was kinked. The connector seat holder unit, ultrasonic-connector outer shield, and ultrasonic-connector inner shield were corroded, and the ultrasonic cover was worn out. The probe unit piezo elements were defective. The image guide cover lens was scratched. The light guide cover lens had discoloration, and the distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g3 of the initial medwatch. The aware date of the initial medwatch should be 04-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is found that probe unit acoustic lens was pierced. It is unable to determine that the cause of the piercing was attributed to whether the stress or user¿s handling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.2 inspection of the endoscope, 6. Holding the insertion section gently with one hand, carefully run your fingertips over the entire length of the insertion section in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion section is not abnormally stiff. Olympus will continue to monitor field performance for this device.